Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) gender - not available from facility. A4) patient weight - not available from facility. B7) patient information regarding medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The rv lead was an advisory riata lead that showed obvious cable externalization under pre-case x-ray and fluoro. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing spectranetics 13f tightrail sub-c rotating dilator sheath, the ra lead was successfully removed. Targeting the rv lead with the same tightrail, it progressed through the subclavian; however, stopped at the innominate/superior vena ceva (svc) junction. Switching to a spectranetics 16f glidelight laser sheath, progress was made through the svc and in to the heart, but stalled at the point where the cable externalization occurred between the two shocking coils. Attempting to pull the glidelight off to possibly utilize a spectranetics visisheath dilator sheath, it was noted that the rv lead was free from the ventricle. A transesophageal echocardiogram (tee) confirmed the lead was free from the apex. High voltage cables were pulled directly from the pocket into the lead body, while the glidelight was off the lead and outside the body. Because the lead was apparently free from the ventricle per tee, gentle traction was applied again pulling on just the lead before the glidelight was reloaded. The lead was still not moving; therefore, it was decided to use the glidelight with a visisheath. However, the patient¿s blood pressure started dropping, thus, tee was performed and a pericardial effusion was noted. The blood pressure started dropping more rapidly and tamponade was observed. Rescue efforts began, including rescue balloon, chest compressions, pericardiocentesis, and sternotomy. A innominate/svc junction perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.